Event description:
It was reported via repair work order that the head right siderail was stuck down and would not lock into the upright position due to the timing link being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.